Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator replacement procedure. An interrogation prior to the start of the surgery showed noise over-sensing on the patient's atrial lead. The lead was capped and replaced during the same procedure. Patient was stable after the procedure.